Manufacturer narrative:
H3, h6) as reported, the end cap had been broken off and was missing from both handles. Otherwise, the tool retention and ratchet mechanisms were intact and functional on both handles. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the back end of the ratcheting handle where they can use a hammer for the awl appeared to have sunk into the hand or the plate fell off. There was no patient involvement.